Manufacturer narrative:
MDR 8021545-2026-86198 / initial 8 of 8. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.

Event description:
It was reported that the patient faced eight infusion sets tubing leakage events at site on (B)(6) 2026. The infusion sets were used for twenty-four hours or less. Blood glucose level was high and patient took correction bolus via pump to resolve the issue. Patient replaced infusion set and resumed insulin deliveries successfully.